Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended.

Event description:
It was reported that through remote transmission, non-sustained post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).